Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Cause was not known. Reportedly, customers parents administered glucagon nasal spray to address low bg. Reportedly, the ambulance was called to assist who monitored bg and checked customers vitals. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.